Event description:
The customer stated that he was hospitalized twice and treated once at home by the paramedics. All three events were due to low blood glucose levels. The most recent event was due to a low blood glucose reading of 40 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer also stated, he was taking several different medicines at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.